Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after spending the day at a cookout without announcing meals, during which the pump delivered increased insulin and a supply change was performed with assistance, after which insulin delivery resumed; the highest reported glucose was 241 mg/dl, elevated for approximately three hours, and the device did not generate a high or low alert. Symptoms included none reported. Outcomes included resolution of hyperglycemia using the pump without need for outside assistance or medical intervention. Investigation included user counseling on proper use and completion of troubleshooting and education. Investigation of this case revealed no device malfunction and identified user behavior of eating without meal announcements as the precipitating factor for the hyperglycemic event, with normal device function confirmed. It was concluded, based on previously established findings for similar reports, that the cause was user-related and not device related. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.